Event description:
It was reported that the patient with this neurostimulator (ins) was experiencing shocking sensations, has been sensitive to stimulation, and has noticeable blistering/abrasions at the ins site. The patient noted that since about august, the ins has started surfacing. The patient had many instances of the blistering opening up and healing, but no infection was reported, and it has been very painful. The patient has made several ER trips for pain and retention. At these visits, they have been prescribed fentanyl and has taken kratom for the pain as well. A revision of the lead and ins is planned but not yet scheduled. The patient underwent a lead replacement and revised neurostimulator on (B)(6) 2026. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1r641019 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k) p190006.